Event description:
It was reported the patient had a change in therapeutic effect. The patient was not receiving the symptom relief he wanted. No alarms had been reported. Telemetry had not been performed. The patient was to schedule an appointment to meet with a manufacturer representative to telemetry the device. As of (B)(6) 2012, no appointment had been scheduled due to scheduling conflicts on the patient's side. It was unknown what drug the device system was used to deliver. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).